Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when a software upgrade was attempted on this implanted subcutaneous implantable cardioverter defibrillator (s-ICD), an error was observed. The clinician believed the error was due to the software update. However, a boston scientific technical services consultant reviewed the device data and confirmed the software upgrade happened successfully on the first try. The error observed was a da error that had occurred on (B)(6) 2014. The da error was a self-correcting, temporary memory corruption that did not affect the device function. No adverse patient effects were reported.